Manufacturer narrative:
Updated fields: h6, h10. Corrected fields: b3, d9 (date returned). This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that foreign material was stuck in the channel, however, the specific material could not be identified and the cause of the material remaining in the device could not be specified. There was no reported damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-190 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-190 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. The reported issue was able to be duplicated. As noted in section b5, device evaluation found restriction inside the biopsy channel (bx channel) and no brush passage (restriction noted) due to foreign object causing blockage. Additionally, restriction noted during the forceps passage test and suction flow of the device. Furthermore, the following findings were noted during device inspection: unable to perform dunk test. Deep dents on the distal end plastic cover. Play observed on the device control knob (loose right/left/up/down knob) . Scratches on the scope connector noted. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported the device had a blockage in the middle of the channel. The issue was found during reprocessing. There were no reports of patient harm. Device evaluation found passage restriction inside the biopsy channel (bx channel) . Foreign object found causing restriction on the channel. This report is being submitted due to the findings of foreign material in the biopsy channel (bx channel) causing passage restriction (unable to passed smoothly). Device reprocessing issue identified during device evaluation.